Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac activity and CPR/motion artifact. Patient also received one non-lifevest defibrillation. At 22:50:00, the patient received an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 75 bpm with motion artifact. At 22:50:32, the patient received a non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was an idioventricular rhythm at 80 bpm with motion artifact. The patient's post shock rhythm was an idioventricular rhythm at 30 bpm with motion artifact. The rhythm then transitions to sinus tachycardia at 100 bpm with CPR/motion artifact. The patient received a non-lifevest defibrillation 6 seconds into the detection sequence. From 22:54:11 to 23:13:32, the patient was intermittently seen in asystole. At 23:01:36, the patient's rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The rhythm transitions to vt at 100 bpm with CPR/motion artifact. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. Device was shutdown at 23:16:37. There is no indication that the inappropriate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
Per continuous ECG recording, the patient was in asystole at the time of the device shutdown at 23:16:37 on (B)(6) 2022. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac activity and CPR/motion artifact. Patient also received one non-lifevest defibrillation. At 22:50:00, the patient received an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 75 bpm with motion artifact. At 22:50:32, the patient received a non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was an idioventricular rhythm at 80 bpm with motion artifact. The patient's post shock rhythm was an idioventricular rhythm at 30 bpm with motion artifact. The rhythm then transitions to sinus tachycardia at 100 bpm with CPR/motion artifact. . The patient received a non-lifevest defibrillation 6 seconds into the detection sequence. From 22:54:11 to 23:13:32, the patient was intermittently seen in asystole. At 23:01:36, the patient's rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The rhythm transitions to vt at 100 bpm with CPR/motion artifact. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. Device was shutdown at 23:16:37. There is no indication that the inappropriate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment.